Manufacturer narrative:
A manufacturing could not be conducted as the investigation lot number is unk. The investigation is inconclusive, as the sample was not returned for evaluation. Per the event details, as the balloon was inflated to 16atm. The rated burst pressure (rbp) for this balloon size is 12atm. Therefore, usage of the balloon past its rbp may have been a contributing factor to the deflation issues. The root cause for this event is likely user-related; therefore, the sales rep provided an in-servicing with the staff, discussing the rbp and the possible effects of exceeding the rbp, i.e. Inability to deflate the balloon.

Event description:
It was reported that the pta balloon would not deflate after the first inflation to 16atm. A needle was inserted through the skin to deflate the balloon. There was no reported retraction difficulty through the sheath. No further treatment was provided. There was no reported patient injury.